Event description:
It was reported when using the as lvp 20d low sorb ss 1.2m, the device experienced flow issues. The following information was provided by the initial reporter. The customer stated: it was reported that there are issues with the infusion set, where lipids are not flowing through the filter and a light squeeze is required for them to work. Verbatim: they are experiencing issues with infusion set 10010543. They expressed that lipids are not flowing through the filter and they are requiring a light squeeze for them to work.

Manufacturer narrative:
H6: investigation summary two used samples model 10010453 were returned for investigation. The received sets contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Sets were attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 10010453 lot number 20105797 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 20105719 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20105719. Medical device expiration date: 2023-10-06. Device manufacture date: 2020-10-03. . Medical device lot #: 20105797. Medical device expiration date: 2023-10-06. Device manufacture date: 2020-10-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the as lvp 20d low sorb ss 1.2m, the device experienced flow issues. The following information was provided by the initial reporter. The customer stated: it was reported that there are issues with the infusion set, where lipids are not flowing through the filter and a light squeeze is required for them to work. Verbatim: they are experiencing issues with infusion set 10010543. They expressed that lipids are not flowing through the filter and they are requiring a light squeeze for them to work.